Manufacturer narrative:
On january 6, 2021, mentor became aware that patient is a 48 years old and underwent primary breast augmentation surgery with a 325cc mentor memorygel breast implant. Serial number: (B)(6), lot: 5748604. Date of event is (B)(6) 2020. Date of birth (B)(6) 1971. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unspecified gel breast implant experienced a rupture on an unspecified sided post procedure. As a result, patient underwent removal with a non mentor breast implant on (B)(6) 2020.